Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency room with weakness and was found to be anemic with melanotic stool. Patient received 3 units of packed red blood cells (prbc) within 24 hours for hemoglobin (hgb) of 5.7 g/dl. Patient¿s inr on presentation was 25.8/2.6. Aspirin and coumadin placed on hold on (B)(6) 2018. On (B)(6) 2018, esophagogastroduodenoscopy (egd) revealed gastritis no arteriovenous malformations (avm). Hgb continued to drop. On (B)(6) 2018 colonoscopy revealed blood tinged stool throughout without colonic source, which was suspicious for rectosigmoid border (rsb) avm. Patient received another 4 units of prbc. Patient discharged on (B)(6) 2018 with an inr of 18.5/1,1.9 and hgb of 8.3 g/dl. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.